Manufacturer narrative:
The device was not returned to zoll medical corporation for evaluation. Instead, the suspect mfc-to-cprd connector (adapter) was returned. The customer's report was not replicated or confirmed. The customer received a replacement mfc-to cprd connector (adapter) as a precaution. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during functional testing, the device was unable to recognize the attached multifunction cable via cprd connector. Complainant indicated that there was no patient involvement in the reported malfunction.